Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The reported malfunction was observed and attributed to the calibration table file had become corrupted. The calibration table file was restored to resolve the malfunction. This type of malfunction is typically the result of the calibration file not being fully downloaded during calibration and the operator closes the file. However, it could not be firmly established as root cause. The device was recertified and fully calibrated for use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed an "exhalation system fault-1061" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.